Event description:
Clinical information: (B)(4) sh device registry, patient site ID: (B)(6). It was reported that on 08 apr 26, a 29mm epic plus mitral valve was implanted in the patient. After the implant, the patient presented with dyspnea. A chest x-ray showed elevation of the right hemidiaphragm consistent with right hemidiaphragmatic paresis ( secondary to injury of the right phrenic nerve during sternal re-opening). A non invasive mechanical ventilation (nimv) was initiated with a good response.